Event description:
It was reported that the patient had a post-op bleed the evening of the case and the evening after the case.

Manufacturer narrative:
This MDR is being filed following a retrospective review of past complaints. It was reported that the patient had a post-op bleed the evening of the case and the evening after the case. The device was not returned for evaluation. The lot number was not provided so a review of the lot history record could not be performed.